Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 5 (pressure out of range) occurred. The user's blood glucose level was 158 mg/dl. The user would load a new cartridge and would resume insulin delivery.